Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. Based on the verbiage in the event description; 1st use without any instruction, we are attributing the issue to technique, a user issue. At this point in time, no corrective or further action is warranted.

Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair, the insertion needle of an omnispan fastener device fell off into the pt's joint space. The device was easily retrieved from the body and the procedure was successfully concluded using another same device without further issue or harm to the pt. Our rep states that this was the surgeon's first experience using the omnispan fixation system: he has had no training in its use prior to this; saw it demoed at a conference and felt comfortable using it. Complaint device discarded at user facility.